Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2026-00016, the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Report 2 of 2. It was reported that during an ebus (endobronchial ultrasound) the balloon fell off the ultrasonic bronchofibervideoscope into the patient¿s lung. The physician noticed it was not on the scope when he exited the et tube (endotracheal tube). The balloon was suctioned to the tip of the scope, retrieved through the et tube and the procedure was completed.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.